Event description:
It was reported that the balloon could not maintain the inflation before use. There were no patient complications reported. Date of event is unknown. Per pe findings, a crack was observed at catheter tip. It was unable to determine if edges of crack matched up. The crack ran along catheter tip to proximal balloon bonding site.

Manufacturer narrative:
The reported event of balloon could not maintain the inflation was confirmed. Balloon was inflated but it did not maintain its inflation. Leakage was detected at catheter tip. A crack was observed at catheter tip. It was unable to determine if edges of crack matched up. The crack ran along catheter tip to proximal balloon bonding site. All through lumens were patent without any leakage or occlusion. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.